Manufacturer narrative:
(B)(4). Concomitant medical products: item #: unknown unknown head lot #: unknown, item #: unknown unknown liner lot #: unknown, item #: unknown unknown stem lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 04446.

Event description:
It was reported by the 411 group that a patient underwent and initial right hip arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision due unknown reasons. The sales rep was inquiring about implant identifications. Attempts were made to obtain additional information; however, none was available.